Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. It was noted that this lead was fractured. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.